Event description:
The rptr stated that a meter to hcp meter comparison had been done on her husband's meter during a regular visit to his doctor. Results were 189 and 200 mg/dl on his surestep vs 113 mg/dl on the doctor's meter (type unk). She reported that all tests were done within 5 minutes of each other. She stated that her husband did not have any symptoms.